Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 628053,12395617) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vomiting, multiple gestation, dehydration, lower abdominal pain, urinary tract infection, cholecystectomy, gallbladder operation, rheumatoid arthritis, psoriasis and urinary frequency. Previously administered products included for an unreported indication: zofran, tylenol and claritin. Concurrent conditions included obesity, leiomyoma nos, uterine fibroids, uterine bleeding, heart murmur, uterine enlargement and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2008 for contraception as well as allopurinol (elavil), chlorhexidine, clindamycin, ketorolac, magnesium hydroxide, morphine, ondansetron, oxycodone and promethazine. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced cystitis ("bladder infection") and vulvovaginal mycotic infection ("vaginal infection/vaginal yeast"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("blood/heart disorder: unspecified/anemia"), fibromyalgia ("autoimmune: fibromyalgia"), migraine ("migraine"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dental caries ("dental problems:tooth decay"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge") and nausea ("nausea"). The patient was treated with antibiotics, iron and surgery (hysterectomy (full), salpingectomy (unilateral). Oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, anaemia, cystitis, vulvovaginal mycotic infection, vaginal discharge, weight increased, alopecia, nausea, dental caries, migraine, headache and vaginal haemorrhage had resolved and the fibromyalgia had not resolved. The reporter considered abdominal pain, alopecia, anaemia, cystitis, dental caries, dysmenorrhoea, dyspareunia, fibromyalgia, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she had received treatment for all the aforementioned events except "fibromyalgia". Insertion details: right-4 coils, left-5 coils. Current weight 283 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: (as per pfs):total bilateral occlusion (as per mr):occluded fallopian tubes bilaterally with essure devices. Ultrasound pelvis - on (B)(6) 2010: no pelvic mass or free fluid is seen. Part of the essure device noted on the right. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : headaches, nausea, pelvic pain, migraine, menorrhagia, fibromyalgia, dyspareunia, anemia lot number: 12395617 manufacture date: 2009-04 expiration date: 2012-02. Lot number: 628053 manufacture date: 2008-08 expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood disorder ("blood/heart disorder: unspecified"), cardiac disorder ("blood/heart disorder: unspecified"), fibromyalgia ("autoimmune: fibromyalgia"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), nausea ("nausea"), tooth disorder ("dental problems"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral). Oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, blood disorder, cardiac disorder, cystitis, vaginal infection, vaginal discharge, weight increased, alopecia, nausea, tooth disorder, migraine and headache had resolved and the fibromyalgia outcome was unknown. The reporter considered abdominal pain, alopecia, blood disorder, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, fibromyalgia, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: she had received treatment for all the aforementioned events except "fibromyalgia". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified events¿ pelvic pain, abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), blood/heart disorder (unspecified), fibromyalgia, bladder infection, vaginal infection, vaginal discharge, weight gain, hair loss, nausea, dental problems, migraine, headaches¿. Demographics; lab data, essure indication (amended) and essure removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 628053,12395617) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vomiting, multiple gestation, dehydration, lower abdominal pain, urinary tract infection, cholecystectomy, gallbladder operation, rheumatoid arthritis, psoriasis and urinary frequency. Previously administered products included for an unreported indication: zofran, tylenol and claritin. Concurrent conditions included obesity, leiomyoma nos, uterine fibroids, uterine bleeding, heart murmur, uterine enlargement and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2008 for contraception as well as allopurinol (elavil), chlorhexidine, clindamycin, ketorolac, magnesium hydroxide, morphine, ondansetron, oxycodone and promethazine. On (B)(6)2009, the patient had essure inserted. In 2011, the patient experienced cystitis ("bladder infection") and vulvovaginal mycotic infection ("vaginal infection/vaginal yeast"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("blood/heart disorder: unspecified/anemia"), fibromyalgia ("autoimmune: fibromyalgia"), migraine ("migraine"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dental caries ("dental problems:tooth decay"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge") and nausea ("nausea"). The patient was treated with antibiotics, iron and surgery (hysterectomy (full), salpingectomy (unilateral). Oophorectomy (unilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, anaemia, cystitis, vulvovaginal mycotic infection, vaginal discharge, weight increased, alopecia, nausea, dental caries, migraine, headache and vaginal haemorrhage had resolved and the fibromyalgia had not resolved. The reporter considered abdominal pain, alopecia, anaemia, cystitis, dental caries, dysmenorrhoea, dyspareunia, fibromyalgia, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she had received treatment for all the aforementioned events except "fibromyalgia". Insertion details: right-4 coils, left-5 coils current weight 283 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - on(B)(6)2010: (as per pfs):total bilateral occlusion (as per mr):occluded fallopian tubes bilaterally with essure devices. Ultrasound pelvis - on (B)(6)2010: no pelvic mass or free fluid is seen. Part of the essure device noted on the right.. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : headaches, nausea, pelvic pain, migraine, menorrhagia, fibromyalgia, dyspareunia, anemia most recent follow-up information incorporated above includes: on 8-oct-2019: pfs&mr received. Event blood/heart disorder: unspecified updated to anemia. New events abnormal bleeding (vaginal) was added. Updated outcome of event fibromyalgia from unknown to not recovered / not resolved. Lab data was added and updated. Lot number, concomitant conditions,concomitant drugs,treatment drugs,historical drugs, reporter information,patient demographics was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.